Event description:
The customer reported the coulter lh 750 hematology analyzer was generating bubbles in the red blood cell (rbc) diluent dispenser. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found the rbc diluent dispenser was generating bibbles. The fse replaced the dispenser, which repaired the issue. The repairs were verified per established procedures.the beckman coulter internal identifier for this event is (B)(4).